Event description:
Customer reported an altitude alarm on their pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted to follow troubleshooting steps provided by technical support, including cleaning and reloading the pump cartridge, but the issue persisted. As a result, technical support arranged to send a replacement pump and cartridge, instructing the customer to complete training before using the new device. Meanwhile, the customer planned to use multiple daily injections as a backup therapy and was advised on returning the malfunctioning pump.